Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) stated that the right anchor fractured on a silent nite 3d device. Additional information reported that the 53-year-old male patient did not experience any harm or adverse event as a result of the reported event. No medical intervention was required. The reported issue occurred on (B)(6) 2026 but the patient reported that he would keep the device and continue using it until a replacement was received. It is unknown if and when the patient stopped using the reported device.